Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump housing was damaged, and subsequently, the cartridge was difficult to insert. There was no reported impact to the customer's blood glucose level. Reportedly, the customer did not have an alternative method for insulin therapy and declined tandem technical support follow up.